Event description:
It was reported that this brady was surgically abandoned due to upon repositioning the lead was entangled in the septum and unable to be retrieved. Also, this lead exhibited high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.